Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that during a routine impedance check there were incidental findings of impedances over 10,000 on electrodes 0 and 4. The patient did not remember any falls or near falls and the patient's stimulation was never affected. The issue was not resolved, however no additional actions would be taken as the patient was receiving good stimulation. No symptoms were reported.